Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a fault code indicating a reset had occurred and that there was a potential product performance issue with the device. Another alert was issued on the same day to indicate that the device had reached end of life (eol). The device interrogation revealed that the device was in storage mode due to a charge time of greater than 45 seconds. Boston scientific technical services (ts) was consulted and suggested immediate device replacement as both bradycardia and tachycardia therapy were no longer available in the device, thus leaving the patient unprotected to their arrythmia's subsequently the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was lower than expected; engineering calculations confirmed the device fell short of longevity expectations based on actual clinical use. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.